Manufacturer narrative:
Visual inspection of the device showed no obvious visible defects, there was dried saline in the luer and on the tip of the catheter. The mini electrodes were microscopically examined with no definitive cracks in the mini electrode collars being noted. Electrical testing continuity checks revealed no electrical opens or shorts. All electrode/ thermocouple/magnetic sensor resistances measured in spec and were typical. During functional testing there was no abnormal resistance felt when actuating the steering mechanism. The reported failure was not confirmed through analysis. The device's lumen was leak tested, the lumen pressure decay was measured three times, starting with 107 psi. Pressure decay values are within an acceptable limit. The distal tip was immersed in saline for approximately 30 minutes. The impedance between the tip and the thermocouple remained electrically open when the tip was immersed. Next, the device was connected to a metriq pump. After irrigating for approximately 30 minutes at a flow rate of 30 ml/min, tc+ and tc- to tip resistance measurements remained open. The device was connected to a maestro generator, rhythmia hdx system. Impedance readings were normal. Three 120 second, 50w ablations were performed. All three ablations (straight, right & left curve) were normal with no error codes or warnings. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that a intellanav mifi open-irrigated ablation catheters and a maestro connection box were used in a atrial fibrillation (af) ablation procedure. It was reported that the error d06: temp out of range occurred the error halted ablation. All connections were checked without finding issues. The catheter, cables, and pod were exchanged without solving the issues. The procedure was canceled due to this issue. It was further reported that the suspected cause of the event was use due to the maestro pod.

Event description:
It was reported that a intellanav mifi open-irrigated ablation catheters and a maestro connection box were used in a atrial fibrillation (af) ablation procedure. It was reported that the error d06: temp out of range occurred the error halted ablation. All connections were checked without finding issues. The catheter, cables, and pod were exchanged without solving the issues. The procedure was canceled due to this issue.